Manufacturer narrative:
Investigation summary: the customer reported the connection between the set and the water bag was leaking. There was no patient harm. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. One (1) used sample was received for evaluation. Visual inspection confirmed the report of detachment. Functional testing performed by way of reconnecting the returned device and functioned as intended without any disconnection during priming nor feeding process. Current process controls remain in place for a go-no-go fixed inspection rate. Quality inspection results were reviewed for the reported lot and tensile testing at the silicon connection/junction to the mistic connector showed all samples were within specification. A potential root cause was determined to be user misuse. The instructions for use (IFU) instruct the user when loading the feeding set into the pump to "grasp black ring retainer and gently stretch tubing around rotor and insert retainer into right pocket. Additional action will not be taken at this time. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the connection between the set and the water bag was leaking. There was no patient harm.